Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation. The customer was unable to supply the serial number of the rseries with the reported malfunction. Please reference the attached user facility medwatch report.